Event description:
It was reported during implant surgery that the left ventricular lead did not allow for guidewire advancement and the right ventricular lead displayed high pacing impedance. Both leads were successfully exchanged. There were no patient consequences.